Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event, ¿the objective lens glue was peeled off¿, was confirmed. The probable cause due to stress of repeated use, external factors, or handling of the device. The instruction manual identifies the following related verbiage which could have detected the phenomenon: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the adhesive had peeled off of the objective lens of the deflectable videoscope. There were no reports of patient involvement.